Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported the patient was on impella cp support and during support, x-ray and extracorporeal membrane oxygenation were done and the pump appeared deep. Staff attempted to pull back several times and patient went into ventricular tachycardia. The optical signal was damaged. The pump remained deep, but physician was fine with leaving it as is due to adequate flow. Additionally, the patient had internal bleeding, systemic anticoagulation was withheld.

Manufacturer narrative:
The investigation of positioning issues, vf/vt/af/at, vascular damage - peripheral vessel, and optical signal issue has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issue was not determined since product was not returned and insufficient clinical details. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Vascular damage - peripheral vessel: the cause of the vascular damage - peripheral vessel was not determined due to insufficient clinical details regarding the bleeding. Optical signal issue: data log review showed placement signal (ps) monitoring was disabled after both the psnr events at case start and at 1100 on (B)(6) 2025. 5s parameters were nominal and pulsatile but showed no changes during psnr alarms. Cross functional review determined this issue is not related to the console. The cause of the optical signal issue was not determined since product was not returned, inconclusive data log review, and insufficient clinical details. H6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30479.